Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, a photograph taken in the cath lab and the angiographic material was reviewed. The technical investigation of the returned delivery system revealed that the balloon has been fully inflated. The balloon was deflated in the as returned state. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped centered in between the two radiopaque markers. The stent was not returned for analysis. The provided photograph shows a severely deformed stent after surgical removal. The returned cd containing the angiographic material is defective and could thus not be reviewed. Review of the product release documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a mildly calcified lesion with 70 percent stenosis degree in the mildly tortuous proximal lad. The stent was spontaneously released inside the guiding catheter, before placement. The stent migrated to the right forearm artery and was removed by surgery. The stent was discarded by the hospital.

Manufacturer narrative:
Combination product: yes.